Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the injury was not determined due to insufficient clinical details. The cause of the positioning issue was use related per clinical details that the provider was attempting to adjust the repositioning sheath forward the pump dislodged into the patient's right ventricle.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella rp flex experienced migration of the pump from the pulmonary artery to the right ventricle during repositioning of the sheath. Attempts to advance the pump back into the pulmonary artery were not successful so the pump was explanted. The patient is in stable condition.